Event description:
During an anterior cruciate ligament the first bag of saline was run completely dry. The saline bag was changed and the intelijet unit began making a whining sound. The surgery was continued and upon completion the drape was removed revealing extravasation of the thigh. There were no injuries or complications to the pt.